Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2022 at home under the care of hospice. Troubleshooting was performed. The cause of death was a combination of things, including kidney failure and hypotension. Per the report the customer's diabetes was well controlled. The bg value at the time of reported event was unknown. The insulin pump was in use at the time of passing. Sensor was also in use at the time of passing. It is unknown if the auto mode feature was active at the time of passing. The device will be returned for product analysis.

Manufacturer narrative:
(B)(4). The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. However, insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2022 20:01:59.000, on (B)(6) 2022 20:33:04.000, on (B)(6) 2022 20:43:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: on (B)(6) 2022 20:44:03.000. Power loss alarm was recorded and found in the formatted history file on: on (B)(6) 2022 20:44:21.000, on (B)(6) 2022 20:44:29.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump was cut open to perform visual inspection and found corrosion on the pcba 1. No evidence of physical or moisture damage on the pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date on (B)(6) 2022 in the formatted history file.  Lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2022 20:20:00.000, on (B)(6) 2022 20:30:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2022. Please see below for the customer's daily total of all insulin delivered surrounding the date on (B)(6) 2022 listed on pump history and the days prior to that date. On (B)(6) 2022 daily total of all insulin delivered: 104000 (10.4 u), on (B)(6) 2022 daily total of all insulin delivered: 196500 (19.65 u), on (B)(6) 2022 daily total of all insulin delivered: 193000 (19.3 u), on (B)(6) 2022 daily total of all insulin delivered: 358500 (35.85 u), on (B)(6) 2022 daily total of all insulin delivered: 182000 (18.2 u), on (B)(6) 2022 daily total of all insulin delivered: 314000 (31.4 u), on (B)(6) 2022 daily total of all insulin delivered: 215250 (21.525 u), on (B)(6) 2022 daily total of all insulin delivered: 180750 (18.075 u), on (B)(6) 2022 daily total of all insulin delivered: 320000 (32 u), on (B)(6) 2022 daily total of all insulin delivered: 91000 (9.1 u). There is no available data after 25-aug-2022. An intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. During visual inspection, corrosion was found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.